Manufacturer narrative:
Please note: device is distributed outside the us. However, it is similar to the us prod. Any add'l info will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that stent strut uplift occurred during a coronary intervention. During a stenting procedure, the physician tried to deploy a 2.50x28mm cypher select plus stent in the right coronary artery (rca). It was a tortuous proximal rca lesion, and he could not cross the lesion. While negotiating the lesion, the struts of the stent got flared. The physician had to withdraw the entire stent delivery sys. He then used an extra-support guiding catheter, and deployed another cypher select plus. There were no reported pt complications.